Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A customer reported a "hi" (greater than 500 mg/dl) reading when scanning the adc freestyle libre sensor compared to paramedic's meter. On (B)(6) 2019, the customer administered insulin(dose unknown) based on the "hi" reading and suffered seizures. Paramedics were called and upon arrival, a blood glucose of 44mg/dl was obtained on the paramedic's meter and the customer received unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.